Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high readings and loose drive support cap. The customer's blood glucose reading was 600+ mg/dl. The customer treated with manual injections. The customer's blood glucose went down to 180 mg/dl. The customer stated that insulin was not going through the infusion set. The customer removed the cannula and had signs of blood. The customer will call back to troubleshoot. The insulin pump was not returned for analysis.